Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibit gradually increasing shock impedance measurements starting from 55 ohms and reaching 120 ohms. Additional information received approximately 6 years later reported that shock impedance measurements surpassed 125 ohms and were out of range. Routine device changeout was scheduled, and the shock impedance measurement at that time was 135 ohms. Defibrillation threshold (dft) testing was performed three times, but the ventricular fibrillation (vf) spontaneously stopped. Subsequently, a shock was delivered with r-wave synchronization, and an in-range shock impedance measurement of 81 ohms was obtained. Lead calcification was suspected. The ICD was explanted, the chronic rv lead was connected to the new device, and an in-range shock impedance of 90 ohms was obtained. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibit gradually increasing shock impedance measurements starting from 55 ohms and reaching 120 ohms. Additional information received approximately 6 years later reported that shock impedance measurements surpassed 125 ohms and were out of range. Routine device changeout was scheduled, and the shock impedance measurement at that time was 135 ohms. Defibrillation threshold (dft) testing was performed three times, but the ventricular fibrillation (vf) spontaneously stopped. Subsequently, a shock was delivered with r-wave synchronization, and an in-range shock impedance measurement of 81 ohms was obtained. Lead calcification was suspected. The ICD was explanted, the chronic rv lead was connected to the new device, and an in-range shock impedance of 90 ohms was obtained. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Correction to d6b: explant date provided ((B)(6) 2024).

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibit gradually increasing shock impedance measurements starting from 55 ohms and reaching 120 ohms. Additional information received approximately 6 years later reported that shock impedance measurements surpassed 125 ohms and were out of range. Routine device changeout was scheduled, and the shock impedance measurement at that time was 135 ohms. Defibrillation threshold (dft) testing was performed three times, but the ventricular fibrillation (vf) spontaneously stopped. Subsequently, a shock was delivered with r-wave synchronization, and an in-range shock impedance measurement of 81 ohms was obtained. Lead calcification was suspected. The ICD was explanted, the chronic rv lead was connected to the new device, and an in-range shock impedance of 90 ohms was obtained. The rv lead remains in service. No additional adverse patient effects were reported.